Event description:
The patient presented with a nihss score of 22 and was treated for stroke in left ica supraclinoid using the penumbra system 054 and 74mg of IV tpa. The penumbra system 054 was placed coaxially with the psc032 and a fathom 016 guide wire. After the use of the penumbra system the pt underwent balloon angioplasty with a hyperglide 4x10 mm balloon. It was reported that the pt suffered an ich hi-1 on the same day as treatment. The hemorrhage was considered moderate in severity, possibly related to the study device, possibly related to the angiographic procedure and unresolved at the time. There were no further actions taken. This was not considered a serious adverse event. The pt was discharged from the hospital on (B)(6) 2009, to a rehabilitation center. At 90 day f/u the pt was at home with a nihss score of 14 and mrs score of 4. This MDR is associated with MDR 3005168196-2010-00571 and MDR 3005168196-2010-00573.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: hemorrhage is a potential adverse event with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The report of these events came from data collected for the post-market clinical study (B)(4). Based on this data it is not possible to determine precise device relationship to the event(s). Therefore, all known devices used during the procedure will be reported as possibly involved.